Event description:
As reported, the insertion of the dilator and esheath was successful with no difficulty, however upon insertion of the valve through the esheath, the valve struggled to exit the sheath. Additional force was used and the valve exited the sheath and alignment was successfully performed. Post valve deployment and system/sheath removal the sheath was found to have a large tear on the end, appearing nothing was left in the body but still malformed on the end; per imagery provided, the distal tip was torn.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Correction to a3 (male) and d1 esheath plus introducer sheath. The device was not returned to edwards lifesciences for evaluation, therefore no visual evaluation, functional testing, or dimensional testing. Per additional information, the fcs noted that ''the sheath had a large tear on the end, appearing nothing was left in the body but still malformed on the end. There was a tear at the distal end of the esheath but the part that tore was still attached.'' Regarding the perceived cause of valve struggling to exit sheath, there was some calcium in the aorta but not a small lumen. No issues advancing the sheath whatsoever, only with the valve exiting the esheath. The provided imagery was reviewed. There was calcification is present in patient's access vessel, as well as tortuosity is present in patient's access vessel. Post-procedural image of the device shows the distal tip torn radially with stretching and remains attached. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The distal tip tear and difficulty advancing were confirmed through review of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. Reviews of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''post valve deployment and system/sheath removal the sheath was found to have a large tear on the end, appearing nothing was left in the body but still malformed on the end; there was a tear at the distal end of the esheath but the part that tore was still attached". Per evaluation of the returned device, the sheath distal tip was observed to be torn. Reports of sheath distal tip tears have been previously investigated by edwards lifesciences. A CAPA was previously initiated to further investigate this type of failure. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per imaging review, calcification and tortuosity were present in patient's access vessel. Calcification can create a constrained effect on the sheath, leading to insertion difficulty of both the sheath and delivery system, as well as sub-optimal conditions for distal tip expansion. Calcification and tortuosity can lead to non-coaxial alignment between the devices, which may lead to increased resistance during sheath and delivery system insertion, as well as the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. As such, the event may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.